Event description:
The pump was refilled (B)(6) 2012. The patient experienced a change in therapy effect. The next day, the patient began a slow decline in their therapy and was incoherent. The pump was programmed to deliver dilaudid 5 mg/ml at 0.5 mg/day; however the reporter questioned the drug that was placed in the pump at the (B)(6) 2012 refill. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model 8840, serial# unknown; catheter model 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported the patient experienced a change in mental status. They suspected the patient suffered a stroke. No troubleshooting was done, other than lowering the pump to minimum rate. It was indicated 'she is better now'. The pump remained at minimum rate.